Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Diagnosis/indication of the initial surgical procedure when tvt was implanted? Product code and lot number of tvt device implanted? Other relevant patient comorbidities/concomitant medications? Were any concomitant procedures performed? Any plans for mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. There were no intraoperative complications. On (B)(6) 2019 a 0.5 cm mesh erosion into the vagina was noted. The patient was asymptomatic. The patient had a course of vaginal oestrogen. Examination findings were unchanged. There has been no further intervention at this time. Device remains implanted. Additional information has been requested.